Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm or motor error alarms were noted during testing. The motor passed motor test. The insulin pump was received with cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump while attempting to change out the set. The customer's blood glucose was 5.4 mmol/l. The customer also received a no delivery alarm while priming and stated there was a crack in the battery compartment. The insulin pump was not exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.